Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose and inaccurate readings. The customer's blood glucose declined to 40 mg/dl at the time of call. The customer stated that his blood glucose was 100 mg/dl and his sensor glucose was around 40 mg/dl at the time of incident. The customer stated that the sensor was not bent. The customer stated that there was blood on the site when he pulled the sensor. The customer also reported that he received multiple calibration error alarms, change sensor error alarms and a bad sensor alert. The customer stated that his blood glucose was around 180 mg/dl at the end of the call. The insulin pump will not be returned for analysis.